Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: ahrend, m.d., et al. (2021), radiographic parameter(s) influencing functional outcomes following angular stable plate fixation of proximal humeral fractures, international orthopaedics, vol. Xx, pages 1-8 (switzerland). The primary aim of the study was to compare radiographic measurements between the injured and the contralateral, uninjured shoulder. The secondary aim was to correlate these radiographic parameters with post-operative shoulder function. A total of 58 patients (26 males abd 32 females with a mean age of 55.6 ± 14.4 years (range: 17.7 to 101.3 years, age at surgery) with proximal humeral fractures were treated with angular stable plate fixation. The implants used were an angular stable plate (philos® plate, depuy synthes, west chester, pennsylvania, USA or non-contact bridging plate, zimmer, germany gmbh, freiburg, deutschland, or 4.5- mm t-plate (stratec medical, oberdorf, schweiz). All patients were followed up at least six years. The article did not specify which of the devices were being used to capture the following complications: 43 patients died. 1 patient had surgical site infection. 4 patients showed necrosis of the humeral head. 6 patients had screw perforations: 2 patients caused by the necrosis of the humeral head. 12 patients had joint stiffness or impigement following surgery. 12 patients showed a satisfying or poor outcome. This report is for an unknown synthes philos plate. This report is for one (1) unknown screw. This is report 2 of 3 for (B)(4).